Manufacturer narrative:
Additional information received from the account. (B)(4).

Event description:
Additional information received from the account: the device component fell into the patient's cavity and was removed. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a bariatric procedure, the plastic sheath for the trocar broke off when inserted into the abdomen. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.